Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to charge her scs ipg. Reportedly, the physician stated the patient's programmer displayed "low battery - stim off " message. Follow up identified a company representative met with the patient and found the patient's scs ipg battery was depleted. The patient stated she did not remember when she last charged the ipg. Surgical intervention may be taken to replace the patient's ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.